Event description:
A customer reported an issue with the incorrect time setting on their pump. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer with updating the pump time and advised them to monitor for any future discrepancies, instructing to follow up if the time discrepancy of over five minutes recurred. The customer understood and acknowledged the guidance provided.